Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's parents called the ambulance on (B)(6) 2014, due to low blood glucose levels. Customer was treated with fluids given by the paramedic. No additional information was provided.